Event description:
A patient with a very long segment of barrett's esophagus (13 cm) containing dysplasia underwent serial circumferential and focal ablation and was noted to have an esophageal stricture graded as mild (without symptoms) by the investigator. This was dilated and resolved.